Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A nurse reports that a pt was prepped for surgery, topical anesthetic administered, flap cut. However, the laser would not fire. The customer attempted a reboot of the sys, but this did not fix the issue. The surgery was canceled. Add'l info has been requested.